Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 25 mmol/l. The customer reported that she corrected herself .the customer stated that the clinic gave her some 180 mml for the reservoir which she should be using the 300 mml. It was reported that the customer just started using the insulin pump today. The customer's current blood glucose level was 17 mmol/l. The customer reported that she did not take manual injections last night because of that she had high blood glucose levels. Troubleshooting was not performed. Product is not expected to return for analysis.